Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notification alert. On stored egm, post-paced t-wave oversensing was observed. Programming changes were made.